Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that actuation failure of the probe occurred, the cutter was not turning and the irrigation tube and infusion were not working properly during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient impact. This report pertains to cassette tubing involved in reported events.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The turbid combined pak without the probe was returned. A lab stock 27+ gauze probe and a combined cassette was used to test the irrigation manifold and infusion cannula. The product was retested using the console with the current software. The product primed and passed intraocular pressure (iop) calibration successfully. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. The cleaning process was able to be performed after functional test was completed. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.